Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. The results were all within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by 9.25%. This issue was discovered during testing and there was no patient involvement.